Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the mildly calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the tibial vessels. A 3x200mm armada 18 and 3x200mm armada 14 were attempted to be used for vessel dilation; however were both noted to rupture. Another abbott bdc was used and the procedure was completed. There were no adverse patient effects and no clinical delay. No additional information was provided